Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: review of sterilization and seal strength records related to the work order did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results, and bioburden monitoring results. The qms listing report indicates that there were no ncmrs or ers for units manufactured on the work order. The qms listing report indicates that there were no other ers and ncmrs associated with events of infection. Device evaluation: visual analysis of the returned device identified: red particles, deformation and was observed after autoclave cycle: air voids between shell and gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of infection is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: infection.

Event description:
Health professional reported right side device removal due to "infection." Device has been explanted.